Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that they think the use of a infrared matt caused her implant battery to deplete faster. Pt wasn't sure if it actually did or not. Technical services(ts) recommended that pt turns therapy off for 30 minutes and measure the amount of battery depletion and then use infrared for 30 minutes and then measure the battery to see if battery depletion is more with infrared.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.